Manufacturer narrative:
The disc was protruding into the svc and was impeding flow due to patient anatomy and the way the device reorientated after release. The device was snared and removed. The aco was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive since images were not received.

Event description:
Upon release of the device the disc was protruding into the svc and was impeding flow. The device was snared and removed.